Event description:
Noise on rv lead seen in multiple hmsc recordings beginning around feb 8th. Out of range impedance also reported >3000ohms. It was reported patient received shocks though episodes were not available for review. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.